Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 403:317:864:0000, which interrupted delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This is involving a pump with software version 5.03.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of "failure code of 403:317". (B)(4)

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 403:317:864:0000. The root cause was determined to be a damaged user interface module printed circuit board. The baxter repair technician replaced the user interface module printed circuit board. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4)